Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 4.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were sticking out and cannot be used to cross again. No patient complications were reported. It was further reported that the target lesion had a chronic total occlusion located in the non-tortuous but moderate to severely calcified ostial/proximal circumflex artery. Stent damage was noted when the device was examined after it failed to cross the lesion. Balloon dilation was performed again with a 3.0x12 nc balloon and a 3.5x12 promus stent was implanted and completed the procedure.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 4.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were sticking out and cannot be used to cross again. No patient complications were reported.